Event description:
It was reported that at implant, a decrease in the patient's blood pressure was observed. Fluoro and echo found cardiac tamponade. Pericardiocentesis was performed and the lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.